Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer had not yet reset pump for this malfunction, so technical support provided pump reset instructions, and customer planned to perform reset later and follow up if needed.